Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
This event occurred in (B)(6). The internal qc was ok. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant glucose results for one patient with two accu-chek inform ii meters with serial numbers (B)(4) compared to a gasometer gem 400 and a cobas 6000 series system. The time between meter and analyzer testing was requested but not provided. The result from the gem 400 was 1.6 mmol/l. The customer determined this glucose result matches the clinical picture of the patient. The patient¿s two meter results were 6.5 mmol/l and 6.5 mmol/l. A new venous sample was collected from the patient for repeat testing, and the sample was tested on the gem 400 and the cobas 6000. The gem 400 and cobas 6000 results were 1.5 mmol/l and 1.6 mmol/l. The patient¿s two meter results were 6.6 mmol/l and 6.7 mmol/l. The customer used lithium whole blood heparinized for gem 400 testing. The patient's sample was centrifuged and the plasma was tested on the cobas 6000. The customer used capillary samples for meter testing.